Manufacturer narrative:
The complaint device was returned and the evaluation is in progress. Results will be available after the investigation is complete. However, the DHR was reviewed and no discrepancies were noted.

Event description:
The dentist reported that the implant and the multi-unit abutment did not detach from each other. The implant came out when the doctor was trying to remove the multi- unit abutment. No patient injury was reported to the patient. The patient condition was reported to be satisfactory.